Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. As there were crimp marks on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal resulted in the noted stent damage (crushed) and ultimately resulted in the reported stent dislodgement. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 4.0 x 18 mm xience alpine stent delivery system (sds), during removal of the sheath and the stylet, the stent implant dislodged from the balloon; however, this was not observed until the sds was being advanced on the guide wire and was inside the patient. Angiography revealed the stent implant was missing. Investigation found the stent implant on the stylet and inside the protective sheath. A new same size xience alpine sds was used successfully for the case. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.